Event description:
It was reported that the patient was charging more often and for longer periods of time. It was also noted that the patients ipg site was warm during charging. Database analysis revealed no anomalies. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.